Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unreadable over the cracked areas. Reportedly, the reason for the cracked screen was unknown. It was also reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle due to usb port damage. The issue persisted across multiple usb cables. Customer's blood glucose was 80 mg/dl. The contact declined further troubleshooting with tandem technical support, and the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unreadable touchscreen issue, and battery not charging issue was verified. Based on the analysis, the alleged usb port issue could not be verified.